Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Patient was revised to address subluxation and pain caused by a malpositioned cup.